Event description:
It was reported that the lead exhibited insulation anomaly.

Manufacturer narrative:
Final analysis found the distal insulation was damaged at 18.5 to 20 cm from the connector pin due to clavicle crush. The proximal insulation was fond abraded at 43.5 to 45 cm from the connector pin.